Event description:
It was reported that a customer's pump screen was cracked and became unreadable and unresponsive. There was no reported impact on the customer¿s blood glucose level. The customer was waiting for a replacement, and the defective pump was expected to be returned for further inspection.